Manufacturer narrative:
Part number and lot number were not provided. Product was not available. Physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. At this time, there is no objective evidence to suggest a direct link between the post operative condition and product used during the procedure. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Event description:
It was reported that an acl graft failed therefore patient was treated with a revision of acl. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.